Event description:
End user reports notch on funnel and coude tip is not aligned at all caused bleeding with use. No additional information was provided.

Manufacturer narrative:
(B)(6) this issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No photo or sample was received to this complaint. Urinary catheter in question was manufactured under sap material 1733329 - gentlecath air men coude and manufacturing lot#2j00989 in amount (B)(4) pieces in september 2022. Catheters were produced under subassembly lot#2h01630 and lot#2h01626 at machine a097. According to drawing 60099, rev.b tip/funnel alignment should be within tolerance ± 45 ° in both directions. According to the process instructions g805311 ver.22.0 the position of connector indicator against bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and visual inspection with focus on tiemman indicator position was carried out by operators at the beginning of each shift according to tm-422 ver.1.0 on catheter machine a097. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot and mentioned nature. Also no similar complaint was registered to this lot. The batch record review indicates no discrepancies. Raw catheters were produced at machine a097. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure : eyelet no punch. Hangnail left in eyelets. Position of connector indicator and bent tip of catheter. This issue will be monitored through the post market product monitoring review process, sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.